Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
The patient has 2 leads (from the same lot) implanted as part of their axium neurostimulator system. It was reported the patient underwent surgical intervention where 2 drg leads were placed. Following the procedure, the patient experienced foot numbness. Patient was admitted to the hospital overnight .patient indicated that they are no longer experiencing numbness.